Event description:
It was reported the rigid videoscope had video image dark. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7, d4, d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the rigid tube was dented. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video image was dark due to component failure of the universal cable and the rigid tube was dented due to a component failure of the rigid tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred before a therapeutic procedure (during pre-use inspection) which was completed. There were no reports of patient involvement.